Event description:
The customer reported that their central nurse's station (cns) was displaying comm loss for all monitored devices. They also reported that their remote nurse's station (rns) was also affected and was showing the same error message.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was displaying comm loss for all monitored devices. They also reported that their remote nurse's station (rns) was also affected and was showing the same error message. After extensive troubleshooting it was found that a second stack switch was what caused this issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause of the communication loss was found to be a second stack switch. The switch was replaced with a stand-alone switch to resolve the issue. As the issue was found to be a switch, the root cause is related to the customer's network environment. Switches are not an nk product and are controlled by the customer.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored devices. The customer also reported that their remote nurse's station (rns) is also affected and is showing the same error message. After extensive troubleshooting it was found that the stock switch was the one that caused this issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #1: (B)(6) 2021 emailed the customer via microsoft outlook for used product information: no reply was received. Attempt #2: (B)(6) 2021 emailed the customer via microsoft outlook for used product information: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for used product information: no reply was received. Additional model information: the following rns was used in conjunction with the cns, and was also the device that experience a failure: rns - model: a/rns-6803 s/n: (B)(4). Approximate age of the device: 17 months device manufacturer date: 07/24/2019 unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored devices.